Manufacturer narrative:
On 5-jan-2022, mentor received additional information regarding the event date and explantation date. Initially, the event date was reported as (B)(6) 2015. However, additional information revealed that the actual event date was (B)(6) 2015. The patient underwent explantation on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: generalized illness the relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 350cc mentor smooth round moderate plus profile prostheses and suffered several unexplained systemic symptoms. The symptoms are fatigue, decreased functional mobility, night sweats, dry eyes, headaches, joint pain, pain, anxiety, depression, mental fog, dizzy, vertigo, gi issues, insomnia, shortness of breath, feeling tight chest and heaviness, skin problems, hair loss, and dry skin. No device issue was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the left-sided prosthesis.